Event description:
It was observed during the device inspection, that the generator exhibited error code e182 due to a defective high voltage power supply board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation also found error code e433 with a permanent restart. Based on the results of the investigation, it is likely that the following led to the malfunction: a defective high voltage power supply board and generator board. Error e182 is triggered if the temperature of the output stage exceeds the permissible value. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.